Event description:
Customer reported that the paramedics were called and she was hospitalized in intensive care unit a month ago due to high blood glucose and low heart rate. Customer stated that the blood glucose reading was unknown when paramedics arrived. Customer stated that she fell and her daughter found her on the ground and called the paramedics. Customer stated that she was vomiting due to high blood glucose and high potassium prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.